Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they did not believe the cardiac resynchronization therapy pacemaker (crt-p) was working when the patient died. They stated that the patient had trouble with the device and that the device had been stressed out during some non-specific testing. The patient's heart was reportedly so weak that the device could not pace the heart. The patient's spouse alleged that the device contributed to the patient's death. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse later reported that the device was working when it was checked six to twelve months prior to the patient's death but was not working at the time of death per the patient's physician. The device reportedly did not "kick in". Additional information related to the cause of death was requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had been brought to the hospital by emergency medical services for cardiac arrest. Three doses of epinephrine were administered while en route to the hospital. Cardiopulmonary resuscitation (CPR) was also administered while en route and the patient arrived with a palpable carotid pulse. The patient subsequently lost pulse with CPR being restarted but aborted due to no cardiac activity. The final diagnosis was cardiac arrest secondary to ischemic cardiomyopathy. The preliminary cause of death was noted as ischemic cardiomyopathy.